Event description:
It was reported that the patient was seeing an error code/message 8286 (critical empty reservoir) on his ptm (personal therapy manager). The pump was last filled on (B)(6) 2013 and wasn't due to be refilled until (B)(6) 2013. The patient reported hearing a pump alarm that began yesterday ((B)(6) 2013). The patient did not have nausea or withdrawal symptoms. He had symptoms like "I always do." The patient had an appointment with his pump managing physician later in the day on (B)(6) 2013. It was later reported that the pump was interrogated. On interrogation it noted an empty pump alarm was occurring. When looking at the "last change date" on the current interrogation, it was noted to be (B)(6) 2013 rather than (B)(6) 2013, which meant that the pump had not been updated on (B)(6) 2013. They emptied the pump reservoir and aspirated 14 ml; they put this back into the pump and planned to update the reservoir volume appropriately. The patient was doing okay with his therapy, but was unable to use the ptm once the empty pump alarm occurred. The pump was delivering hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).